Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 32 mg/dl at the time of incident. The customer treated low blood glucose value with food. The customer stated that the blood glucose went down due to over bolusing. The customer declined troubleshooting for low blood glucose value. The customer was advised to contact to 24 hours technical support for further assistance. The insulin pump will not be returned for analysis.